Event description:
As reported, this universal acumen iq cuff did not fit any of the three possible patient fingers according to IFU (index, middle and ring finger), being not able to get non-invasive measurements. The problem was tried to be solved securing the cuff with tape without success, leading to unreliable readings that were not trusted. The inaccurate values were not in correlation with the upper arm nibp measurement (non invasive blood pressure). There was no error message or alarm displayed. The patient was not treated according to these values. There was no allegation of patient injury. The device was not available for evaluation, since it was discarded at hospital.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). No root cause could be identified since no objective evidence was provided for investigation. There are manufacturing controls to avoid potential causes related to the reported malfunction.